Manufacturer narrative:
The investigation for the pump not detected issue has been completed. Data logs were investigated, and seconds after the console recognizes the pump is plugged in, there is an error stating "eeprom problems while reading calibration data." Roughly 10 seconds later, the impella defective alarm is triggered. The team then unplugs the pump from the console and plugs back in. This time, the pump is able to complete calibration and reach case start step 7, but the team unplugs the pump anyways. Then, the replacement pump (sn (B)(6)) is plugged into the first console and also able to get through calibration and case start step 7, but is also unplugged. The imc logs for the next pump plugged into that console were investigated as well and a slightly different error occurred. In this case, the imc-emp1 error triggers followed by "eeprom problems while reading closed loop control data." Nonetheless, the pump gets through case start, is started up, and runs for over 2 days. Without returned product, it cannot be confirmed whether or not the complication was due to the pump, as it initially failed but then got through case start the second time. The root cause of the pump not detected could not be determined due to lack of product return and insufficient evidence from data logs. Added- h6 impact code 4629.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported the impella 5.5 was being prepped and when it was plugged in, there was an impella catheter defective alarm. The automated impella controller and pump were replaced. The patient is noted to be stable.